Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose level was over 400 mg/dl. When he wanted to deliver 10 units, nothing formed at first. Then a bubble formed and it took time for the insulin to come out. He treated his high blood glucose level with a syringe and insulin. The customer was advised that the device would be replaced and agreed to return the product for analysis.